Manufacturer narrative:
D10 concomitant products: sigpshell, sig power sigpshell control shell (lot#:n3k2296y),h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the reload interlock was tested and found to function properly. Engineering analysis noted no issues during loading, firing, or retraction. The knife cut was also deemed acceptable. It was reported that the instrument did not work. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. May occur under the following conditions, application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic procedure, the shell was not recognized. A new shell was then used, but the reload failed with a sign. To resolve the issue, only the shell and reload were replaced. There was no patient injury. Medtronic's evaluation found that the back extruded staple was not released. The root cause of the "back extruded staple" could be traced to firing over over indicated/thick tissue.